Event description:
The customer reported via phone call that she had a high blood glucose of 430 mg/dl. Customer was troubleshooting for a serter issue. Customer is tired and never came back on the line to complete the call. Customer had to get off the phone to go to an appointment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.